Manufacturer narrative:
Explanted screw was examined. The screw was intact and had minor damage to the threads consistent with normal damage when a screw is implanted/explanted. Additional mdrs associated with this event: 3025141-2017-00098 follow up 1: screw 1, 3025141-2017-00157: screw 2, 3025141-2017-00158: screw 3.

Event description:
A mid shaft clavicle plate was implanted. A some point post-op, one of the screws (2.7 mm x 14 mm locking cortical screw) broke. The broken screw, along with three unbroken screws, were explanted during a revision surgery.